Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported a physician had a patient with a powerpicc solo ii who developed severe contact dermatitis. The patient is allergic to dibutyl phthalate. The physician states that the powerpicc solo has been removed some time ago. Physician states that the contact dermatitis was only located under the dressing of the powerpicc solo and not systemic.